Manufacturer narrative:
The returned device was evaluated to determine the cause of the reported failure. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The reported complaint was confirmed as the inspection did reveal a damaged dc inlet that may have led to some charging issues due to a poor connection. Unfortunately we were unable to determine the root cause at this time. As a result, the affected part was replaced and the device was tested again and confirmed as functioning within specification.

Event description:
It was reported that the device battery does not charge during treatment. A delay of more than 60min was reported by the client.